Manufacturer narrative:
The analyzer precision is acceptable. There were no relevant alarms indicating an issue with the instrument. The investigation determined the issue to be consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit. The sample initially resulted in a troponin t hs value of 71.3 ng/l. The sample was repeated two times, resulting in troponin t hs values of 37.0 ng/l and 26.9 ng/l. The sample was then repeated on a second and third instrument line, resulting both times in troponin t hs values of 26 ng/l. It was asked, but it is not known if any questionable results were reported outside of the laboratory. The troponin t hs reagent lot was 64240501 with an expiration date of 30-nov-2023.

Manufacturer narrative:
Instrument precision was acceptable. Camera images collected by the analyzer showed that multiple samples had fibrin and other unidentified items on the sample surface. The investigation is ongoing.